Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor inserted for use with the ilet system produced repeated scan errors when attempting activation, followed by successful activation after app deletion and reinstallation; the event aligned with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the electrical and magnetic system, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.